Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for poor barrier separation and hemolysis was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for poor barrier separation and hemolysis was not observed. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure mode, poor barrier formation and hemolysis, because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation and hemolysis based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, there was hemolysis and poor barrier separation of 11 tubes across two batch numbers. No patient impact reported. The following information was provided by the initial reporter: "yesterday we received 11 sst tubes which were grossly haemolysed and would not separate serum correctly after centrifugation. We had to report these as not tested. There appeared to be two batches affected: 3027879 expiry 2024-07 (7 tubes). 3009548 expiry 2024-07 (4 tubes."

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, there was hemolysis and poor barrier separation of 11 tubes across two batch numbers. No patient impact reported. The following information was provided by the initial reporter: "yesterday we received 11 sst tubes which were grossly haemolysed and would not separate serum correctly after centrifugation. We had to report these as not tested. There appeared to be two batches affected: 3027879 expiry 2024-07 (7 tubes), 3009548 expiry 2024-07 (4 tubes).

Manufacturer narrative:
There were two lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#: 3027879. D4. Medical device expiration date: 31-07-2024. H4. Device manufacture date: 27-01-2023. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.